Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 264 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 264 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and strips were returned and investigated and no new issues were observed upon visual inspection. Meter powered on with button depression and with insertion of strips. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meters download. No malfunction or product deficiency was identified.